Event description:
Rn noted IV tubing was leaking at the distal port. IV infusing levophed, neosynephrine and dopamine drips. Pt's bp very unstable. Rn had primed new tubing and was changing out tubing that was leaking, at that time pt coded and died.